Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found inspection a posterior cuff miss occurred because the posterior cuff remained in the foot pocket. The posterior needle was released from the shank but did not engage with the posterior cuff and its tip was dull. No needle strike mark was found at the posterior foot to indicate that the posterior needle had struck the foot during needle deployment. The dull posterior needle tip could be due to interacting with human tissue and because the posterior needle did not engage with the cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by the bent and flattened anterior cuff tabs. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient received a pump exchange due to a suspected thrombus in the pump.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The method that hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.